Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were charging too frequently. The patient reported that they were having difficulty recharging more than 3/4 full. It was noted that the patient was recharging in short periods of time. The patient was advised to monitor recharging coupling and charge for longer duration to get the last quarter charged. No complications reported.